Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated the system, reseated pcb assemblies, checked power supplies and reformatted the cine hard drive. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.